Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent surgical intervention as reported under MFR report: 1627487-2014-026706, 26707 and 26708. During the procedure, the doctor could not implant the replacement leads due to being unable to access the pt's epidural space. As a result, the procedure was abandoned.